Event description:
4/23/96: replacement of total knee hardware. 6/21/96: reported to md office that knee "gave out". 7/2/96 ruptured patellar tendon left knee. To or for repair of patellar tendon, removal of total knee hardware and revision of tibial insert left knee.